Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular lead exhibited intermittent noise over-sensing, which resulted in episodes of noise reversion. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicates that the noise over-sensing issue on the right ventricular lead recurred on (B)(6) 2026.

Manufacturer narrative:
Further information was requested but not received.